Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was loss of capture and questionable dislodgement. It was noted there was also very high threshold. The lead was repositioned. No patient complications have been reported as a result of this event.